Event description:
It was reported that during procedure, while firing on the parenchyma with a green reload the stapler locked up. Trouble shooting steps were taken but manual override was used to open the device. While using the manual override the lever broke but they were still able to get the jaws open to remove the device. Another like device was used to continue with the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If you have tried to get this information but the account is unwilling to provide any additional information, please let us know what you have done so we can document our report accordingly. Any unusual noises heard during the transection? What troubleshooting steps taken before manual override? How were the jaws open after manual override broke? On which stroke did the manual override break? Did it break while pulling the level up or pushing the level down? Additional information was requested, and the following was obtained: any unusual noises heard during the transection? What troubleshooting steps taken before manual override? How were the jaws open after manual override broke? On which stroke did the manual override break? Did it break while pulling the level up or pushing the level down? Unfortunately, I wasn¿t there for the case. The information I provided is all the information I have. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. Additional information was requested, and the following was obtained: any unusual noises heard during the transection? What troubleshooting steps taken before manual override? How were the jaws open after manual override broke? On which stroke did the manual override break? Did it break while pulling the level up or pushing the level down? No additional details to provide.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024; d4 batch #904c84. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with an gst45g reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door was out of position and the lever bailout was broken; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the lever bailout creating a torque on the components and breaking the lever bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 904c84, and no non-conformances were identified.